Event description:
The following has been reported: biomed reported: "no patient harm. IV pump that is having an issue. The pump says "pump problem. Remove the pump from service" when turned on. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.